Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day for the event. The cause and treatment for the event were not reported. At the time of this report, the patient was recovering and pd therapy was ongoing. Additional information is not available.